Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for analysis. Device analysis revealed a damaged femoral marker in the sheath assembly. Impedance testing shows a good unit wave form. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. During image characterization testing, a good square image appeared in the ilab system. During image characterization testing, a good square image appeared in the ilab system. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on investigation completed on 15-may-2017. It was reported that lost image occurred. The 90% stenosed target lesion was located in a severly tortuous and severely calcified distal left circumflex artery (lcx). An opticross¿ imaging catheter was selected for use. During the percutaneous coronary intervention (pci), the opticross¿ imaging catheter was crossed into the lesion area, the image disappeared. The physician opted to reconnect and did flushing again, however, the issue was not resolved. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported. However, device analysis revealed a damaged femoral marker in the sheath assembly.